Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to the procedure, a cracked plastic was observed. There was no patient involved.

Manufacturer narrative:
Additional info: evaluation summary: post market vigilance (pmv) received one device. The visual inspections noted that the inflation port was cracked. The balloon, lock collar, valve seal and doors appeared intact. The obturator was received. The inflation bulb was not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly or component related failures. Replication of the broken insufflation port may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.